Event description:
A user facility reported the connector broke on an lma when the anesthesiologist tried to hook it up to the circuit. Although there was no pt injury, an MDR is being filed as failed connectors could theoretically cause injury to a pt. The lma in question was returned to the MFR for evaluation. The broken connector, however, was not returned with the lma. Therefore, it is difficult to evaluate the product problem and determine its cause. Historically, connector problems have occurred after exposure to harsh cleaning agents or solvents. The user facility reported that it was using a method of reprocessing not specifically recommended in the labeling. This report contains info from third party sources, the accuracy of which has not been confirmed by the reporter. Neither the submission of this report, nor its release by FDA, constitutes an admission that the MFR, distributor, or reporting party caused or contributed to the reportable event. Unless additional info is received, this file will be considered closed.